Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an autocheck and checked the instrument tubing and washing station. Quality controls (qc) recovered in range. Siemens is investigating the issue.

Event description:
A discordant glucose result was obtained on a patient sample on an atellica ch 930 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00153 on (B)(6) 2021. Additional information (26-jun-2021): a siemens customer service engineer (cse) performed an autocheck on the atellica ch 930 analyzer and checked the instrument tubing and washing station. The autocheck was within acceptable limits. Quality controls (qc) recovered in range. A sample related issue, such as sample integrity or sample handling issues, cannot be ruled out as a possible cause of the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.